Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump as the caller did not have a charger at the time. The caller later confirmed that the malfunction did not recur after performing the reset, and was advised to continue using the pump and to contact technical support if the issue happened again.